Event description:
It was reported that the insulin pump experienced multiple alarms including the off/no power alarm. Customer also reported a crack in the insulin pump. Customer's blood glucose reading was 110 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with currents in specification. No unexpected off no power without low battery indicator anomaly noted. The insulin pump had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.